Manufacturer narrative:
Date of initial report sent: 10/08/2009. Bard MDR#: 1018233-2009-00121. MDR#: 9615742-2008-00003 (avaulta posterior biosynthetic support system). MDR#: 9615742-2009-00086 (uretex to hook kit).

Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair and posterior repair for treatment of a pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain and has sustained permanent injury, and allegedly due to mesh erosion which necessitated further medical intervention.